Manufacturer narrative:
(B)(4).

Event description:
The circulatory support system (css) console was not in use by a patient. The customer reported that while performing the checkout procedures, the primary controller failed the battery test. The customer also reported that later the same evening, the alarm panel also failed the battery test. This alleged failure mode poses a low risk to a patient because the issue was observed when the css console was not supporting a patient. In addition, it would not prevent the css console from performing its life-sustaining functions. The css console will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
Corrected data - serial # corrected to (B)(4). The css console was returned to syncardia for evaluation. Visual and electrical inspection of the css console's power systems revealed that the power supply was inoperable. This finding is the most likely root cause for the alarm panel not passing the battery check. The primary controller passed all battery discharge testing. It is possible that when the battery test was performed, the batteries were not fully charged. The power supply was replaced and the css console passed all functional and performance testing. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The circulatory support system (css) console was not in use by a patient. The customer reported that while performing the checkout procedures, the primary controller failed the battery test. The customer also reported that later the same evening, the alarm panel also failed the battery test.